Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's pump fell in water and then she received an alarm related to the wake button, but was unable to confirm what the alarm was because pump was in storage mode. Customer's blood glucose level was 153mg/dl. Customer reverted to mdi for insulin therapy.